Event description:
Additional information received reported the patient¿s condition hadn¿t changed. It was further reported the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or device manufacturer representative and had an upcoming appointment on 2014-(B)(6).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8782, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that right after catheter repositioning surgery (refer to manufacturer report # 3004209178-2014-11909), the patient lost control of his bowel and bladder functions and immediately had weakness in the legs and difficulty walking. It was noted that the patient still experienced these symptoms at the time of report. It was noted that on 2014-(B)(6), the patient was to have another surgery where the hcp would go in and have the catheter replaced or repositioned in a different location again. The pump was infusing morphine.